Event description:
It was reported that the pt experienced "severe" pain at the implantable neurostimulator site when seen for a consultation on (B)(6) 2011. There was no sign of cutaneous abnormality. On (B)(6) 2011, there was redness seen at the device implant site and the scar was reopening. The wound opening was not large enough for the neurostimulator to "surface." Lab results showed no sign of infection. A CT scan was performed and was normal. The pt's wound was resutured on (B)(6) 2011, and the pt received a three-week course of antibiotics. The situation "evolved positively." The pt was advised to not perform any recharging of the device while the wound was healing and "scaring". The pt began to recharge one month later. The pt experienced burning sensations while recharging, however. The pt, then, "fractioned" the recharging sessions. At the beginning of (B)(6) 2011, the pt had cutaneous redness. The neurostimulator was subsequently explanted. The pt's outcome was noted to be "ok".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37761, product type recharger, product ID 3550-09, (B)(4). Analysis of the implantable neurostimulator (ins) (model# 37713, serial# (B)(4)) found connector port anomaly and deformed balseal spring. Balseal #2 appeared damaged, balseal #5 appeared deformed. A known good lead could not be inserted past the #5 balseal. Ins did not sync with patient programmer. Good, stable output on electrodes #8-15 was observed, no functional testing was performed on electrodes #0-7 due to damaged balseal. The measured heat was found to be well within specifications. Analysis of the plug/cap (accessory kit 3550-09) found no anomaly.

Event description:
Additional information indicated that there had been no difficulties when the lead had been disconnected at explant. The stimulation was reported to be inadequate. The patient could not feel stimulation as impedances were all "too high." Impedances were reported to be >4000 ohms.

Manufacturer narrative:
(B)(4).